Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The entire image was blurry to the extent that the subject could not be recognized. The device evaluation also found that the light guide tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a blurry image. The issue was found during an inspection before an endoscopy. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress on the distal end of the subject device causing distress to the lens frame - this then disturbed movement of the zoom lens. Then, an abnormality in the zoom function may have occurred, resulting in the suggested phenomenon. The instructions for use (IFU) (operation manual) states as follows: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not apply shock to the distal end of the insertion section, particularly the objective lens surface at the distal end. Visual irregularities may result.¿ olympus will continue to monitor field performance for this device.